Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was further reported that the guide catheter tip was flattened.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip was broken. A 7f mach1 guide catheter was selected for use. During preparation the nurse realized that the tip of the catheter was broken when she opened the box. The procedure was completed with another with same device. No patient complications reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that there were numerous shaft kinks. There was no tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported that the guide catheter tip was flattened.